Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase on its impedance measurements, with them been high but still within range. Technical services (ts) was consulted and discussed stored data as well as available options due to how the changes might affect the rv lead. This rv lead remains in service. No adverse patient effects were reported. At a later date, this rv lead was capped. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.